Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation. An sjm representative interrogated the system and found all of the impedances were low. Images taken showed the lead migrated out of the epidural space. The lead was repositioned on (B)(6) 2016 which resolved the issue.